Manufacturer narrative:
Our field service engineer (fse) found a pressure transducer printed-circuit board (pcb) defective and replaced it. Pre-use checks tests and safety tests were performed successfully before the ventilator was returned to service. The investigation of the returned pressure transducer pcb has been completed. No device logs were received for further evaluation. A visual inspection of the returned pressure transducer pcb did not show any faults or damage to it and the conducted electrical measurements on the pressure transducer were without remarks/deviations. Simulated-use tests did not confirm the reported issue regarding the failing pressure transducer sub-test of the pre-use checks tests. Several pre-use checks tests succeeded and simulated ventilation ran for 5 days without any problems related to the pressure transducer having been observed. Our conclusion is, that the returned pressure transducer worked according to its specification during the investigation. The cause for the reported failing pressure transducer sub-test during the pre-use checks tests could not be established/verified from this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer during pre-use test. There was no patient involvement. (B)(4).